Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: as no serial number on the receiver was available, it was not possible to perform device history record review. Clinical conclusion: clinical evaluation of the event: it was reported that on (B)(6) 2024 the user walked in complaining that the end of his hearing aid had been stuck in his ear since (B)(6) 2024. Visual inspection revealed that the distal half of the receiver with the dome had broken off of the receiver, and otoscopy revealed that that piece was stuck in the user's right ear canal. Attempted to remove via curette, forceps, and irritation without success. Called ohioent and got the user in this afternoon. The user states that this is the second or third time his receiver has broken in this manner. Hearing care professional suggested getting a receiver embedded in earmolds for this user to prevent recurrence. The clinical evaluation is that the event did not cause harm to the user. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: limited information as to the exact circumstances surrounding the issue. In general risks related to such damage are known, considered in the risk analysis, mitigated, communicated to the user and as such deemed to be of an acceptable nature. Trended case device investigation findings: root cause were identified as per below: 1. Inadequate pfmea assessment on insufficient glue application. 2. No mechanism to specify and control the glue application amount since this process is human driven with inconsistency 3. The exact bonding evaluation method is divert. The bonding shall be conducted between housing and receiver contact point. Not on front housing tip and receiver cable instead. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Date of incident: (B)(6) 2024 on 05mar2024 it was reported that on (B)(6) 2024 the user walked in complaining that the end of his hearing aid had been stuck in his ear since (B)(6) 2024.visual inspection revealed that the half of the receiver with the dome had broken off of the receiver, and it was stuck in the user's right ear. It had to be removed by an ear-nose-throat doctor. No harm to the user was reported. No further information is expected. There was no harm to the user as a result of this incident. The serial number of the receiver is not available.